Event description:
It was reported that the patient had chest pain, and an x-ray revealed the lv lead had dislodged. It was replaced; no further complications have been reported as a result of this event.

Manufacturer narrative:
This device was removed from service more than two years ago and the event is reported to be resolved. No follow up will be done with the user facility.